Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is humidifier failure and not reaching the pressure. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the pca burn, heater plate contaminated. The customer complaint was reproduced. There were multiple error has been identified. The device was scrapped.

Manufacturer narrative:
In previous report labeled for single use captured wrongly, in this report has been updated correctly.